Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tips of 2 bioknotless inserter tips broke off into the patient. At this point in time, they do not know where, if still in the body, the fragments are within the patient. The procedure was concluded successfully without further incident or harm to the patient. Also see associated MDR 1221934-2008-00089.

Manufacturer narrative:
Although nothing is being returned for a failure analysis, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of 199 devices that were released to distribution. This type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.